Manufacturer narrative:
The actual hand piece device was received and evaluated. (B)(4) completed an evaluation and confirmed the reported condition. Testing was performed and the device failed due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the hand piece device "was running intermittently." There was no information provided regarding the timing of the event or any patient involvement. It is unknown if an identical spare device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.